Event description:
It was reported that the customer was hospitalized for hbgs. It was indicated that the last set change was the day prior to the event. The customer was treated with a manual injection at the hosp. It was confirmed that the programming and histories were accurate. The pump passed the functional tests and the pump is operating as designed. It was stated that the customer was instructed to change out entire set and site. The customer was advised to follow the two hbg rule.